Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, calcified and 90% stenotic proximal right coronary artery. The physician advanced the 4.0x15mm maverick2 balloon to the lesion and inflated it to 12 atms on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 1.5x15mm maverick2 balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.